Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One sample was returned for evaluation for the report of the probe was broke and vibrating. The returned sample was visually inspected and deemed nonconforming. Foreign matter observed on the outer diameter of port. The needle is bent approximately 35 degrees and the needle is cracked. Functional testing could not be performed due to the visual condition of the probe. The probe was disassembled and the components inspected. There is approximately 30 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the broken needle. The inner cutter is bent at the stiffener sleeve with heavy gouging below this area. No wear marks observed at the bend area. The actuation and aspiration test were performed on the disassembled probe and the actuation and aspiration tests were conforming. The initial actuation and aspiration tests could not be performed due to the interference caused by the broken needle, and once the interference was removed, the probe was able to actuate and aspirate to specification. The evaluation cannot confirm the probe had a noise vibration issue. The probe could not be functionally tested due to the visual condition of the probe. However, the evaluation does confirm that the probe is broken. The exact root cause for how and when the probe needle broke cannot be determined from this evaluation; however, it does not point to a manufacturing related issue. The needle most likely broke during the probe being used in surgery for approximately 30 minutes when the vitrectomy portion of the surgery is typically less than 20 minutes. The foreign matter observed on the needle, the bent needle, and the heavy gouging also support that the root cause does not point to a manufacturing related issue. How and when the needle became bent cannot be determined from this evaluation. No specific action with regard to this complaint was taken as the root cause for the complaint issue cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the outer cylinder of probe cutter was detached from the root and started to vibrate back and forth during a procedure. The product was replaced and procedure completed with no patient harm.